Event description:
Reporter alleged customer has had low blood glucose incidents lately. It was stated on one occasion, glucose measured 205 mg/dl back to back with a result from the paramedics meter of 35 mg/dl performed within 10 mins of each other. It was stated on another occasion, customer's glucose read 145 mg/dl back to back with the paramedics meter reading of 20 mg/dl performed within 10 mins of each other. Reporter indicated customer was taken to the hosp where she remained for 10 days while the doctor changed her sliding scale insulin dosage after being released. No other actions or treatement was reported. A request was made for the return of the suspect device and replacement product was sent.